Event description:
It was reported that the device presented an air error. There was no reported patient involvement or harm.

Manufacturer narrative:
B3 - date of event is unknown. The suspected device was returned for evaluation. Event log reviewed and reported failure mode was not observed in event logs history. There was no 12-month service history during the review. The device was visually inspected, and no anomalies were noted upon visual inspection. Functional test was performed, and the customer complaint air error could not be duplicated. The probable cause of the reported issue was unable to be determined. There was no problem with the device, therefore no further action will be taken.

Manufacturer narrative:
H3 and h6 ¿ updated. The suspect device was returned for evaluation. A review of the service history showed device has not been serviced for past 12 months. The event history log confirmed the error message as reported by the complainant. Visual and functional testing was performed. Sometimes air detector working correctly and other times displayed an ¿air in line¿ message even when there is no air present. The customer reported issue was able to be replicated. The damaged air detector was identified as the cause of the error and will be replaced.